Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. At around 11:30 am lunch time, the patient was feeling cold, dizzy and was sweating. He knew something wrong when the cgm was displaying 69 mg/dl during this time. He asked his wife to drive the car. When they were in the car, the wife tried to give the patient peanut butter and crackers to bring the cgm values up; however, the patient passed out after getting into the car. The wife drove straight to the hospital. At the hospital, they did a bg finger stick and the bg was 44 mg/dl. The patient was treated with IV therapy and other unspecified treatment for hypoglycemia. The patient's pump was removed while in the hospital. At the time of the report, the patient had been in the hospital for 7 days. During this time, the patient's blood sugar was still running high but they felt better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.